Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of knee component due to pain.

Manufacturer narrative:
Device specific risks :fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Pain is a known risk in any total joint surgery. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision, cannot be conclusively determined; however, it is most likely is related to loosening, wear, or infection. The pain can be localized or generalized. This device is used for treatment not diagnosis.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of persistant pain, which can indicate loosening, wear, or infection.

Event description:
Index surgery: (B)(6) 2013. Revision of knee component due to pain.